Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that prior to a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure to treat atrial fibrillation (af) a faradrive steerable sheath clear was selected for use. The sheath was flushed without any issue, but when the device was aspirated with the tip held in water, air was observed. The catheter was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.